Event description:
It was reported that the patient fell three months prior to report and since the fall the stimulation was in the patient¿s legs and they ¿could not stand it.¿ it was noted that the manufacturer representative programmed the device about two months prior to report and since the reprogramming the patient still felt stimulation in the legs and ¿could not stand it.¿ it was noted that the device was programmed when they were first implanted and the ¿stimulation felt perfect in their back.¿ it was noted that the device was off as of the date of this report. The patient wanted reprogramming of the device with a manufacturer representative. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).